Event description:
A us distributor returned a monitor and reported monitor was displaying a discharge profile fault.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault) was confirmed. Upon investigation the monitor was resetting during incoming testing. The cause for the resets were isolated to the c19 capacitor on the defibrillator pca. The negative lead pad had a broken solder connection, causing the resets. The root cause for the defective c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.